Manufacturer narrative:
A ge oec service representative investigated the issue and repaired the a/c plug. The hard drive was also replaced as well as a brake handle that was fixed incidental to the system failure. The calibration files were re-loaded. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not properly boot up. The monitors remained blank or "snowy" and there was a broken handle.